Event description:
On march 22, 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately low. The pt tests his blood glucose 6-8 times a day. He manages his diabetes with novolog insulin via an insulin pump. The pt takes sliding-scale insulin dosages based on his meter readings also. The pt indicated that the alleged issue started on an unspecified date/time during the evening. The pt claimed that he got a result of "75 mg/dl" on the reported meter and "381 mg/dl" on another meter. The tests were performed back-to-back. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. An unk time after the alleged issue began, the pt claimed that he developed a symptom of blurry vision which he attributed to low blood glucose. The pt administered self-treatment by eating something which helped to relieve his symptom. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. Although the pt administered self-treatment by eating food, his reported symptom of blurry vision, which he associated with low blood glucose does not meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.